Manufacturer narrative:
H2/h3/h6: the fan assembly was returned and the reported complaint was confirmed. Visual inspection of returned fan assembly noted one broken blade on one of the fans of the dual fan assembly. Codes 10, 180 and 4307 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000159, serial/lot #: none ; product ID: bi71000531, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the inner gantry cover was broken at the front lip and the gantry fans were loud and creating a vibration due to a broken fan blade. They replaced the cover and the gantry fans and the vibration was resolved. System tested and was functioning properly. The gantry cover was discarded at the site. The fans returned to the manufacture for evaluation and are under analysis at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that while attempting to take a spin the system made a loud clunking noise and would not allow them to take the spin. Both navigation and imaging were aborted causing less than an hour delay in the case. No impact on patient outcome. Additional information was received stating the site was able to take two 2d images, but no 3d images. Troubleshooting was not performed. When the system stopped working correctly the site removed it from the case. However, the procedure was completed, but without the imaging system.